Event description:
The customer reported that the ventilator screen froze prior to use. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Some information was not provided and is unknown. Therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Additional information received indicates that the customer did not return the device, however they did submit the device log files for review. The log review confirmed technical errors that are consistent with a main board fault. Technical support suggested that the customer replace the main board, however the customer declined the replacement at this time.